Event description:
Complaint was received in a batch report from the distributor (log # (B)(4)) on (B)(6) 2013. No other information was provided. Caller alleges (B)(6) hcg results using the consult diagnostics hcg cassette. The customer states that the pregnancies were confirmed with blood tests. No other information was provided.

Manufacturer narrative:
Customer did not provide a lot number. Unable to perform further investigation due to insufficient event details. Root cause could not be determined from the information provided. This issue will be tracked and trended.